Event description:
The account alleges that a patient was evaluated and treated for cad and aortic valve stenosis. Post rhc and lhc procedure, during recovery in the unit, the patient alleged to have slight memory loss and arm weakness and was positively diagnosed with an embolic stroke. The patient was successfully treated and discharged to home with slight memory loss and left arm weakness.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.